Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed because the disposable set was not returned to baxter, there was no lot number given and no issues and no deviations from standard procedure were reported. The complaint investigation did not describe any types of use errors that might have caused potential contamination. Therefore, the complaint is not confirmed and the assignable cause was not determined as no device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report received from a patient from the (B)(6) of peritonitis coincident with dianeal (unspecified) for automated peritoneal dialysis (apd) therapy. On an unreported date, the patient began treatment with unspecified dianeal (doses, frequencies, and lots not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter technical services (bts) regarding assistance with the homechoice (hc) for an unrelated alarm, the home patient (hp) stated he had peritonitis and he just started on the homechoice again. The baxter technical service representative (tsr) assisted the hp to resolve the alarm issue over the phone and recommended the hp contact the renal nurse (rn) to review the patient's therapy requirements. No clinical consequences for the patient were reported. On (B)(6) 2012, baxter product surveillance received additional information from the baxter (B)(4) local complaint contact (lcc) as follows. The (B)(4) lcc reported the patient confirmed that the peritonitis he had was in (B)(6) this year (2012), (date unspecified) and there was no recent peritonitis event. The hp also confirmed that after the peritonitis, he was transferred to hemodialysis for a few months and recently he is back on pd (dates unspecified). The reporter stated, "there is no information available on the peritonitis as this was a long time ago". Per the reporter, the patient is fine and pd therapy is going on well. No further information was provided.

Manufacturer narrative:
(B)(4) the devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Should additional information become available, a follow-up will be submitted.